Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic ovarian resection procedure, the balloon could not be expanded. It was found that the tip of the balloon had a crack. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the hole in the balloon was likely caused by balloon being nicked or scratched by an instrument or packaging material. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.